Manufacturer narrative:
The event occurred in the us. It was reported that a patient was placed on a cardiohelp-I. The customer noticed that the part and pint pressures were not correctly reading and because of this the delta reading was negative instead of positive. The customer replacing the pressure cables and other troubleshooting. At the instruction of the surgeon, the pressures were manual measured with domes. This helped to confirm that the pressures were reading incorrectly. The disposable is still in use on the patient; there has been no circuit change and no adverse patient events. No harm to any person has been reported. As a pressure reading issues can lead to a pump stop if the intervention was set by the user and no values were displayed, a report is required due to the potential risk for the patient. The patient data was not shared by customer. The affected product was investigated by the getinge laboratory on 2025-09-02 with following conclusion: during the investigation the reported failure could be confirmed. The exact root cause could not be determined. However, two possible causes could be whether moisture ingress into the housing of the arterial sensor and associated transition currents or an electronic malfunction of the pressure sensor itself is the cause of the incorrect pressure values. Based on the investigation results the reported failure could be confirmed. The production records of the affected product were reviewed on 2025-09-02. According to the final test results, the modules with lot# 3000457775 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in the us. It was reported that a patient was placed on a cardiohelp-I. The customer noticed that the part and pint pressures were not correctly reading and because of this the delta reading was negative instead of positive. The customer replacing the pressure cables and other troubleshooting. At the instruction of the surgeon, the pressures were manual measured with domes. This helped to confirm that the pressures were reading incorrectly. The disposable is still in use on the patient; there has been no circuit change and no adverse patient events. No harm to any person has been reported. As a pressure failure can lead to a pump stop, if the intervention is set wrong by the user or no values were displayed, a report is required due to the potential risk for the patient. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.